Manufacturer narrative:
Evaluation summary: the pain is reported to be mild, with no treatment plan in place. A few falls have been reported, which may be a contributing factor. Primary operative notes were reviewed and are unremarkable. X-rays provided show a well-placed acetabular shell and a femoral stem that rides the lateral cortex of the femur. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. With the info provided, a definitive root cause cannot be stated. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was experiencing thigh pain and a clicking sensation; however, she is no longer experiencing these symptoms.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined no other complaints for this device. No further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
No devices or photographs were returned, therefore the condition of the components are unknown. These devices are used for treatment. Review of the office visit notes dated (B)(6) 2015 noted that the patient's hip is feeling better when compared to the previous office visit. It is also noted from the office visit notes that the patient regularly participates in mild activities. It is noted from the progress notes dated (B)(6) 2015 that the patient had an increase in her body weight when compared to the time of surgery. A definite root cause cannot be determined with the information provided.

Event description:
It is reported that the pt is experiencing thigh pain.